Manufacturer narrative:
The facility reported a "bovie was arcing during surgery". The cautery device had been in use for two minutes when it arced and caused a 2 mm burn to the patients' umbilical area. The burn was treated with bacitracin ointment and no further treatment was required. A sample was received. The device operated as intended while the tip was securely seated in the device. The device was also, tested with the tip not seated correctly and sparking was noted during use. A root cause has not been determined, however, end-user cannot be ruled out. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a cautery pencil arced and caused a burn.